Event description:
It was reported by the customer that a pyxis medstation es system was stuck in retry mode. Customer stated that it causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the technical support specialist applied ka 000007556 with the foreign key constraint and restarted the data sync to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.